Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report a broken sensor wire. After inserting the sensor, the pt complained of pain at the site. The sensor was removed, and a portion of wire was protruding from the insertion site. His parents removed the wire from his skin. Pt's mother reported that the pain at the insertion site subsided and the pt is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.